Manufacturer narrative:
A beckman coulter field service engineer (fse) was not sent to the customer site. The customer replaced the sodium electrode to resolve the issue. (B)(4).

Event description:
The customer reported erratic sodium (na) patient results on their au680 clinical chemistry analyzer. The results were reported out of the laboratory and later amended. There was no change to patient treatment in association with this event. Quality control (qc) results were within laboratory¿s established range prior to the event.